Event description:
It was reported that customer encountered six instances of leakage issue over the past month. It appears that a gap between the plunger rod and the plunger itself is causing a leak; the problem came to light when users were unable to properly draw up saline solution. The event occurred during priming. There were no patient involvement and harm.

Manufacturer narrative:
B3. Date of event is unknown. E1. Initial reporter email, (B)(6). One used device was returned for investigation. The device was visually inspected, and syringe gasket was irregular in the area where it contacts the barrel. Device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. Leak test was carried out, during which a water drip was observed from the plunger tip. The customer reported leakage can be confirmed. The probable cause of the reported issue was unknown.